Event description:
Per the clinic, the patient reported an intermittent connection to the internal device. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. The stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. Based on clinical consultation, the thrombosis likely resulted from the stents not being properly apposed to the vessel wall. The reported angina and EKG/ECG changes are likely secondary effects of the thrombosis which required hospitalization and was treated with the percutaneous coronary intervention. It should be noted that the promus instructions for use (IFU) list angina and thrombosis as known adverse events associated with coronary stenting. Additionally, it was noted that the proximal ends of the stents were not fully expanded. The IFU also states that all efforts should be taken to assure that the stent is not under dilated. If the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. Although the physicians commented that the blood flow was good, this could have contributed to the reported difficult to deploy (poor apposition). A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Although a conclusive cause cannot be determined for the reported patient effects, and the relationship to the difficulty to deploy (poor stent apposition), there does not appear to be any indications of a product quality deficiency. The hospitalization and additional treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. The promus 3.0 x 28 mm (1009541-28b, 0030461) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. The stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. Based on clinical consultation, the thrombosis likely resulted from the stents not being properly apposed to the vessel wall. The angina is likely a secondary effect of the thrombosis which required hospitalization and was treated with the percutaneous coronary intervention. It should be noted that the promus instructions for use (IFU) angina and thrombosis as known adverse events associated with coronary stenting. Additionally, it was noted that the proximal ends of the stents were not fully expanded. The IFU also states that all efforts should be taken to assure that the stent is not under dilated. If the deployed stent size is still inadequate with respect to the vessel diameter, or if full contact with the vessel wall is not achieved, a larger balloon may be used to expand the stent further. Although the physician commented that the blood flow was good, this could have contributed to the reported difficult to deploy (poor apposition). A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Although a conclusive cause cannot be determined for the reported patient effects, and the relationship to the difficulty to deploy (poor stent apposition), there does not appear to be any indications of a product quality deficiency. The hospitalization and additional treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted in the mid left anterior descending artery (lad). The promus stent delivery systems (sds) were inflated to 12 atmospheres for 15 seconds and 14 atmospheres for 10 seconds. Intravascular ultra sound (ivus) was performed and the procedure was completed. It is commented that the stents were inflated properly totally, but it was confirmed that the proximal part of the stents were not inflated properly. The blood flow was confirmed to be good in lad and 1st diagonal. The day after the procedure, the patient was discharged from the hospital. On (B)(6) 2010, the patient experienced chest pain while doing field work. St segment increase was noted. Coronary angiography (cag) was performed and thrombosis was confirmed in both stents. The patient was taken for emergency percutaneous coronary intervention (pci). Thrombectomy was performed to aspirate thrombosis within the stents. Pre-dilatation was done in the proximal lad to 1st diagonal branch. The pci treatment had a good outcome to the patient. Though requested, no additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.